Manufacturer narrative:
Promus select ous mr 12 x 4.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped profile. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 12 x 4.00 promus premier select drug-eluting stent was selected for use. However, during unpacking before putting the device on the guidewire, the physician had seen that the struts of the stent were damaged. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 12 x 4.00 promus premier select drug-eluting stent was selected for use. However, during unpacking before putting the device on the guidewire, the physician had seen that the struts of the stent were damaged. The procedure was completed with another of same device. There were no patient complications nor injuries reported.